Manufacturer narrative:
(B)(4). Device evaluation: the report that the sheath tip flowered back during insertion was confirmed. Returned was a sheath over a dilator. With the unaided eye one small area of the tip of the sheath appeared deformed. Microscopic examination revealed that one small area of the sheath tip was slightly deformed. The dilator tip was not deformed. The dilator protruded through the sheath tip 7/8", which met specification of 5/8 - 1-1/8" per sheath/dilator assembly graphic. The sheath length measured 2-25/32", which met specification of 2-5/8 - 2-7/8" per sheath graphic. The length of the dilator measured 3-29/32", which met specification of 3-3/4 - 4" per dilator graphic. The od of the dilator body measured 0.073" using ring gauges, which met specification of 0.071 - 0.075" per dilator graphic. The ID of the tip of the sheath measured 0.074" using pin gauges, which also met specification of 0.74 - 0.75" per sheath graphic. The instruction booklet provides insertion techniques for the sheath/ dilator assembly. The IFU directs the user to pre-dilate if necessary. It was reported that a skin nick was not performed. A review of the device history records for the sheath/dilator assembly other remarks: did not reveal any manufacturing related issues. Based on the reported information, the time of discovery and the condition of the sample, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported during insertion the sheath "flowered/bunched" up. As a result, another kit was used to complete the procedure. There was no patient death or complications reported. It was noted no skin nick was performed prior to insertion.